Event description:
It was reported that the patient presented at the hospital with fatigue. Upon device interrogation, the right atrial lead was dislodged. The lead was oversensing while dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.